Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a malfunction that the drawer was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the communication bus due to a broken retractor band. A field service engineer replaced the retractor cable to resolve this issue. The system functioned as intended after a field service engineer repaired the device.